Event description:
It was reported that the right atrial lead perforated through the lateral wall of the atrium. As a result of the perforation, there was a pericardial tamponade. The patient has also developed endocarditis with leukocytosis. The lead was revised and remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.